Event description:
New information received notes that there was no allegation of infection due to product or procedure, no products were re-implanted, and the issue was a chronic problem.

Event description:
It was reported that a patient presented with infection and thrombus noted on the patient's system. No vegetation was noted on the lead, and blood cultures were negative. No erosion of the system was noted. The system was explanted on jan 14, 2026. No additional adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.